Event description:
Customer reported a past high blood glucose event with an unspecified cause. The highest level was displayed as "high," but a specific value was not provided. Reportedly, the insulin had been exposed to extreme temperatures. Tandem technical support educated the customer on insulin labeling. To address the high blood glucose level, the customer changed the infusion set and cartridge. It was noted that control iq feature was active during the event.